Manufacturer narrative:
The investigation for the limb ischemia, sepsis, and thrombocytopenia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia, sepsis, and thrombocytopenia could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components . ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported the patient was on impella cp support. While on support, the patient had intermittent palpable/dopplerable pulses in bilateral lower extremity but looked like mottling was present. Bedside nurse reported dopplerable-palpable pulses when patient was given a 500ml bolus of albumin. Disseminated intravascular coagulation panel ordered due to signs of clotting and platelet count of 8 after two units of blood were given. Additionally, the patient developed sepsis and the impella was removed. The procedural outcome was the patient survived surgery.